Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was requiring multiple presses for a response. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pump skin in an undergarment and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that the contrast button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of contamination found under all of the contact buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.